Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted on an unspecified date due to unspecified reasons. A new 3.5cm aus cuff was implanted on a later date. Additional information received states the cuff was explanted due to recurring incontinence and atrophy of the urethra. There were no device issues or malfunctions. Following the surgery the patient was doing good and was continent.